Event description:
New information received notes that the event was initially detected through a merlin.net transmission. Review of the transmission revealed that the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing from loss of contact of the icm with patient tissue. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s insertable cardiac monitor (icm) exhibited an undersensing. No intervention or patient condition was reported.